Event description:
It was reported by the sales rep that the stapler and reload were used during a laparoscopic colectomy. The stapler transected the colon but did not staple. A new staple was opened and fired across the open lumen and reloaded with a tr45b cartridge to complete the anastomosis. There were no consequences to the pt.